Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Address and zip code are not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Five years following an intraocular lens (iol) implant procedure, a consumer reported that she is having to close her right eye to focus and to read. She also has a feeling of being off center for awhile. Additional information has been requested.